Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead end was damaged at stage 2 procedure. It is unknown if there were any factors that may have led or contributed to the issue. While exposing the lead end at the stage 2 procedure, the end of the left brain lead was stretched. The last contact on the end of the lead (contact 3) was cut off by the surgeon in order to fit into the extension and the issue was resolved. The session report showed high impedances on all contact 3 pairs for the left subthalamic nucleus (stn): monopolar 3 - 18,194 and bipolar 0/3 - 24,619, 1/3 - 25,261, and 2/3 - 21,349.